Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter stated they received error messages and three different inr results from coaguchek xs meter serial number (B)(4) on the same day they received training on the meter. The customer felt the meter was not reading accurately. With the trainer's strips, the result around 10:30 am was 3.4 inr and then around 11:30 am, the result was 4.2 inr. Late in the afternoon before 5 o'clock, the daughter retested with the customer's strips and the result was 4.7 inr. After obtaining the results, the daughter immediately contacted the doctor. Based on the meter results, the doctor decreased the coumadin dosage. The customer was taking 7.5 mg daily but it was decreased to 5 mg for two nights then 7.5 mg for nights. There was no allegation of an adverse event. The daughter thought different fingers were used for each testing. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. There were no new medications, no illness, diet changes, and no bleeding or bruising. The therapeutic range was 2.0-3.0 inr. A vial of test strip lot 22385522 with five strips and meter were received for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.6 inr and 2.7 inr. Donor hct: 41% and 50%. Testing results: donor 1: master lot / customer strip and meter. 2.6 inr/ 2.6 inr. Donor 2: master lot / customer strip and meter. 2.6 inr/ 2.6 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. Relevant retention test strips (lot 223855-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. Review of the meter memory did not find a result of 3.4 inr. The results of 4.2 inr and 4.7 inr were present in the memory as well as a result of 3.2 inr on the date of the event.